Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted and constant a21 alarms during battery change due to faulty component on the interface board noted. No unexpected button error alarms noted. The insulin pump passed displacement test. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarm, battery out limit, and button error. The customer was at the gym. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.